Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill step and that pump had ongoing blockage alarms over about two months. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through loading new cartridge and continued tubing fill, and clinical support recommended and arranged pump replacement with updated software, instructing customer on storage and return of old pump and on using backup therapy if needed until replacement arrival. Customer will continue to use current pump for insulin delivery.